Event description:
A healthcare professional reported a patient experienced ¿lip swelling and the mucosa lip was very firm, tight and had erosions¿, ¿swelling above the injection site¿, and ¿the patient literally looked like a duck¿ five weeks after injection in the lips with juvéderm vollure¿ xc and two days after having teeth cleaned. Treatment included vitrase, kenalog, doxycycline, and prednisone. It was noted ¿patient is stable.¿

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.